Manufacturer narrative:
Medical device type : unknown. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Result: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) plus blood collection tubes were having foreign matter, no report of medical interventions or serious injury.